Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the handpiece shows signs of burning on the plug between cable and handpiece. There was no visible smoke from the handpiece reported. The issue was noted before the procedure begins. No further information was provided.

Manufacturer narrative:
Additional information: through a follow up with equipment territory manager (tm), it was learned that after verification, handpiece functioned well and there were no error messages when testing the handpiece. Although, the handpiece was working properly, the tm confirmed the cable of the handpiece show signs of damage as the account initially reported. The handpiece will be replaced as a precaution. There was no handpiece warm-up issues and it was confirmed that there was no patient injury. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 4/4/2018. Device returned to manufacturer? Yes. Device evaluation: the handpiece was returned to manufacturer for evaluation. Per inspection, no visible damages from inside of the handpiece was observed. Manufacturing record review: the labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigation associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. The review of the device history record (DHR) for this handpiece was also performed which showed that there were no issues or non-conformities and that the handpiece and its components met all specifications prior to being released. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.